Manufacturer narrative:
Evaluation summary: no anomalies were found, however the distal electrode was covered in body tissue/fibrotic growth, and visual summary analysis showed apparent explant damage and lead stretching; full lead returned and analyzed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and the right ventricular (rv) lead slack had pulled all the way out. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.